Manufacturer narrative:
Due to limited information provided to the complaint and the fact that the device was not available for the inspection, we are unable to determine the root cause of the reported problem. The product instruction for use (IFU 416260-en rev. C) contains all crucial information and warnings which should be followed to ensure patient safety: ¿when operating indigo, maintain contact with the bed at all times¿; each indigo module incorporates an emergency stop switch that can be activated to stop bed motion at any time. The switch is located at both, the head and foot ends of the bed. When the emergency stop switch is activated (pushed down), an electric brake is applied to reduce momentum and slow the bed down until stopped. Arjo device failed to meet its performance specification since the indigo worked incorrectly. There was no indication that any patient was involved, and no injury was reported. The complaint was assessed as reportable to the allegation about the unintended movement of the indigo module (the device moved by itself).

Event description:
Following the information provided the customer reported that the bed "drives by itself". An arjo technician arrived at the customer's location to inspect the bed. The bed had not been marked for arjo inspection, therefore the arjo technician could not find the device. During the interview, the customer stated that did not know who reported the bed defect and under what circumstances it occurred. There was no indication that any patient was involved, and no injury was reported.